Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. A kink was also found at between 90 cm and 95 cm marker bands. A flattened area was found at 60 cm and 70 cm marker bands of the catheter. The balloon inflated properly and was able to maintained inflation with no defects observed. The eccentricity of the balloon was found to be acceptable. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. Per the complaint description, this complaint is not device related but a use or patient related issue. The root cause of the right heart failure cannot be determined. No corrective actions are being taken at this time. Manufacturing records were reviewed and there were no nonconformances associated with this lot. Injuries such are cardiac heart failure is listed as a potential complication in the product IFU. The IFU further notes on placement of the device. It warns of ¿warning: the presence of aortic insufficiency may compromise the delivery of cardioplegia solution and may result in prolonged time to arrest the heart. Warning: do not advance the intraclude device if resistance is felt. Inability to easily advance the intraclude device may indicate vascular disease or injury. Warning: do not advance the intraclude device past the aortic valve as damage to the valve may occur". For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and whatever information we provide to help avoid the issue. No corrective actions are to be performed due to this event. All labeling and training appropriately address the risk. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
As reported, a patient was converted to a open sternotomy after a mitral mis procedure due to not normal activity ot the heart. Indication for mitral mis: chordate rupture and p2 prolapse, no other cardiac problems, no history of any cardiac event, normal coronaries, no aortic insufficiency; young sportive male aorta: normal 34-35 mm iliac vessel: normal start procedure. Patient positioning ok, ports ok, canulation ok : dual stage esteach and endoreturn er23b prepping of intraclude ok: done by nurse and second flush when connected to the hlm incision of thorax: opening pericard, surgeon decided to go on pump: normal values and pressures, sometimes poor venues drainage but after manipulating the femoral canule better drainage placement of the intraclude aortic cannula (icf100) balloon on echo control, inflation on echo control and monitoring all pressures. Slowly filling the balloon with signs of occlusion at 28cc. Pressure arterial line ok, pressure balloon 405mmhg and slowly dropping, aortic root below 10mmhg. 9,5 mg adenosine to stop heart and position the intraclude. Start with blood cardioplegia and additives (kalium). After 1st cardiolpegia delivery still some activity in the right heart, 2nd dose of cardioplegia. During delivery of cardioplegia root pressure are between 20-35 mmhg, after drop to -5mmhg. No venting was used on the tip of the balloon before or after the placement and positioning of the balloon. Pt had challenging anatomy: small left atrium. Evaluation of the mitral valve: no chordae rupture was found, placement of the sutures was difficult. Balloon was very close to the annulus and it was too difficult to place the suture. Decision to repositioning the balloon : reduce the retrograde flow of the pump, pull back the intraclude for 1cm, go on full flow and evaluate the 2 pressure of radialis. This step was repeated 3 times, so the surgeon could place the suture in the annulus. During the complete procedure blood cardioplegia + kalium was administrated several times on regular bases. All pressures were normal during the complete procedure. Root pressure went up during delivery of cardioplegia and went down when it was stopped. Balloon pressure dropped slowly to 295mmhg. After 180 min cross clamp time blood was slowly coming into the operating field, slow increase in root pressure. 1 cc was added to the balloon. This was repeated 3 times, because blood kept on coming into the operating field. After the placement of the ring and the neochordae, the md did the water test. No issues in placing the ring. This test was not good, jet and bulge on anterior leaflet. After testing and manipulating several times, the md asked for backup. Second md evaluated the valve and did some repair. The cross clamp time was already more 230 minutes. They both decided to close the heart and see on echo the result. Balloon was deflated after 247 minutes. The vent was turned on before deflating the balloon. After rewarming the patient, reperfusion and filling of the heart, the activity of the heart was not normal : low heart beat, less activity in right heart. Sometime fibrillation of the ventricle. They tried pacing, shocks, drugs to regain normal activity, but with no good result. The team decided to ask for a cardiologist to look to the echo. Diagnose: bad movement of the septum, bad movement of the right heart, ischemic right heart, white spots in right heart myocardium, support of hlm was necessary for the patient action: sternotomy for placing graft on cx on (B)(6) 2013 (2 days after the procedure), the patient is placed on the list for heart transplantation. No problems with the intraclude device were stated. Adverse event during procedure

Manufacturer narrative:
Device is currently under evaluation into root cause. It was stated the injury was not due to a device malfuncation. It was an adverse event of cardiac surgery. Edwards device was in use during surgery and reporting event as a device interaction not product malfunction.